Event description:
It was reported that there was a hole found on the 5f tempo pigtail catheter when the guidewire crossed through the catheter. When the catheter was withdrawn, the tip was found to be out of shape. The procedure was completed successfully when the physician changed with the same like product. There was no report on patient injury. The packaging was intact before it was opened. The product was stored, handled, and prepped according to the IFU. There was no difficulty removing the product from the package. There was no damage noted to the inner or outer packaging. There are photos available. The product will be returned for investigation.

Manufacturer narrative:
Additional information received: addendum (04/07/2015): additional information was received that the damage was noted prior to use of the device on the patient. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: as reported, a hole was found on the 5f tempo pigtail catheter when the guidewire was advanced through the catheter. When the catheter was withdrawn, the tip was found to be out of shape. There was no report on patient injury. The procedure was completed successfully when the physician changed with a same like product. The packaging was intact before it was opened. The product was stored, handled, and prepped according to the IFU. There was no difficulty removing the product from the package. There was no damage noted to the inner or outer packaging. Additional information was received that the damage was noted prior to use of the device on the patient. One sterile cath tempo 5f pig 100cm 5sh was received coiled in a plastic bag. A kink was noted at 7 cm from the distal end. No damages were noted on the device. The unit could not be compared against shape master due to the kink found on the shaft. Water was injected through the hub and exited through the side holes without any leakages noted. Review of lot 17037031 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported ¿body shaft/out of shape¿ could not be confirmed since the device could not be compared against the shape master. The reported ¿catheter (body/shaft) - puncture/cut (peripheral)¿ was not confirmed since no leakages were noted during the leak test. The exact cause of the kink found could not be determined, however controls are in place to detect and segregate these defective units. According to the product instructions for use (IFU), the user is cautioned to inspect the product prior to use and to not use the product if damaged is noted. Furthermore, the IFU further instructs the user to flush the device with heparinized saline solution prior to use. Neither the device history record nor the product analysis suggests that the events reported could be related to the manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
(B)(4). (B)(6). The product has not yet been returned for evaluation and testing. Additional information will be submitted within 30 days of receipt.